Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the "green cap of the patient line was loose" and ¿not on properly¿, subsequently, the patient continued to use the line during pd set up. The peritonitis was manifested by abdominal pain, nausea, vomiting and diarrhea. It was not reported if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with vancomycin (2 gm, ongoing, route and frequency not reported) for the peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was received with the patient line cap attached to the patient luer inside the unopened pouch. The cap did not fall off the disposable set when handled and the patient line cap and patient line luer met specification. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. .